Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had been alerting every 15 seconds, but there was no alert message. It was noted that the patient was pediatric and xs size pads were used. The event log showed alarm 14 (patient temperature 1 probe out of range), alarm 15 (unable to obtain a stable patient temperature) and alert 11 (patient temperature 1 below low patient alert). The patient temperature was registering on device at 37c, and all alerts or alarms were from much earlier. Mss had nurse to stop therapy, drain pads and power off device and powered back on and continued current patient. The flow rate was stabilized at 2.4lpm. The nurse asked how to find out what an alert or alarm means when they view the numbers in the event log. Mss walked nurse through accessing the alarm or alert meanings through help index. The nurse noted alarms were red and stop therapy while alerts were yellow and were warning messages.

Event description:
It was reported that the arctic sun device had been alerting every 15 seconds, but there was no alert message. It was noted that the patient was pediatric and xs size pads were used. The event log showed alarm 14 (patient temperature 1 probe out of range), alarm 15 (unable to obtain a stable patient temperature) and alert 11 (patient temperature 1 below low patient alert). The patient temperature was registering on device at 37c, and all alerts or alarms were from much earlier. Mss had nurse to stop therapy, drain pads and power off device and powered back on and continued current patient. The flow rate was stabilized at 2.4lpm. The nurse asked how to find out what an alert or alarm means when they view the numbers in the event log. Mss walked nurse through accessing the alarm or alert meanings through help index. The nurse noted alarms were red and stop therapy while alerts were yellow and were warning messages.

Manufacturer narrative:
Per additional information received from investigator, bd has determined that this MDR event is not reportable.